Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue was found with the mvp mode of the implantable pulse generator (ipg). It was also noted that there was non-conducted beats and missed beats. The ipg remains in use. No further patient complications have been reported as a result of this event.